Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp mmt-1886 minimed 780g ous system ble connect 3.0 mg/dl which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23 - post-reset ram crc alarm. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Error table does not indicate the pump should be replaced. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
Unit passed displacement, and self-tests. No unexpected pump error 4, 23, 15 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple pump error 23 on (B)(6) 2023 22:24:10, (B)(6) 2023 22:25:23. Pump error 4 on (B)(6) 2023 22:24:08 file number: 2017, line number: 147, and pump error 15 in history file (B)(6) 2023 22:24:08, (B)(6) 2023 22:25:11 file number: 38, line number: 442 due to hardware error. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, broken belt clip rail, cracked case corner of belt clip rails, serial number label missing. In conclusion, no unexpected pump error 4, 23, 15 alarms during testing. However, pump error 4, 15, 23 alarms confirmed in the history file due to hardware error electronic defective. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.